Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. The times of reuse of this dialyzer lies somewhere between 3rd and 30th.